Event description:
It was reported to boston scientific corporation that a pinnacle anterior-apical pelvic floor repair kit was implanted into the patient on (B)(6), 2008. According to the complainant, the patient experienced pain due to eroded mesh. The physician's office was contacted; per the nurse, they had not seen the patient since 2010. No further information is currently available. Should additional relevant details become available, a supplemental report will be submitted.